Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected: test strips discoloration. Most likely underlying root cause: rc-61: storage outside specification. Rc-72: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 364, 323 and 419 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms. Customer stated that when she had obtained the result of 419 mg/dl fasting, she had not been feeling well. Customer stated she had gone to work where she had performed another blood glucose test an hour and half later and obtained a result of 323 mg/dl non-fasting. Customer stated she had been feeling dizzy and had gone to the hospital. When customer arrived at the ER 30 minutes later, her blood glucose test result was 132 mg/dl. Customer stated she received an IV and was given a pill for the dizziness. There was no diagnosis and customer was discharged. Customer stated when she arrived back home 20 minutes later she performed a blood glucose test and obtained a result of 364 mg/dl non-fasting .the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2020 and test strips were opened four months ago (expired). Customer had another vial of test strips that had been stored and handled correctly; mw3532s manufacturer¿s expiration date is 03/31/2021. During the call, a back to back blood test was performed by the customer fasting and produced test results of 95 mg/dl and 87 mg/dl using truemetrix meter. (B)(6).